Event description:
Additional information received: the patient passed away due to blood loss on postoperative day (pod) 1.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-02509 per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the patient¿s small annulus (300mm2 with mild calcification) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards affiliate in (B)(6), during the transfemoral tavr procedure, valve movement on balloon and annulus rupture occurred. A 23mm sapien 3 valve was aligned at descending aorta without issues. When the flex tip was pulled back, the valve moved toward proximal direction approximately 3mm. Valve deployment was performed without re-alignment with 1ml less than nominal volume. Angiography revealed bleeding and echo showed hematoma-like image. The physician determined that the annulus was ruptured. The percutaneous cardiopulmonary support (pcps) was implemented as the blood pressure gradually lowered. Thoracotomy was executed. Annulus rupture was confirmed at the area between left coronary cusp (lcc) and right coronary cusp (rcc). Since the valve prevented hemostasis it was explanted. Aortic valve replacement (avr) with a 19mm magna was executed. The patient was about to be weaned off from pcps, however the bleeding was once again confirmed. Bentall procedure was executed. The patient weaned off from pcps. However, it was found out that the rupture reached to left ventricular outflow tract (lvot). Pcps was implemented again to stop the bleeding. The patient was transferred to ICU with pcps still attached.